Manufacturer narrative:
It was reported that a post-implant balloon valvuloplasty was done due to moderate perivalvular leak (pvl). The patient had left bundle branch block (lbbb) and required biventricular permanent pacemaker implant 4-days post implant. The device remains implanted and was not returned for analysis. Based on the information received, the cause of reported perivalvular leak and heart block could not be determined. It is possible that the procedural condition may have contributed to perivalvular leak and heart block. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The medical and surgical interventions were result of post-implant valvuloplasty and pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve fully re-sheathed 2 times due to the implant depth was too high. A post-implant balloon valvuloplasty done with a 24mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 8.60mm and at left coronary cusp (lcc) -was 7.40mm. On (B)(6) 2025, the patient had left bundle branch block (lbbb) and required biventricular permanent pacemaker implant. The patient required prolonged hospitalization:

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.